Event description:
This report summarizes 67 malfunction events in which the device reportedly overheated. 64 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 67 previously reported events are included in this follow-up record. Product return status 41 devices were received. 26 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 66 events were previously reported during the reporting quarter; however, 1 previously reported event was included under MFR report #: 3015967359-2021-00594 but should be included under this report. 67 previously reported events are included in this follow-up record. Product return status: 41 devices were received. 25 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 67 malfunction events in which the device reportedly overheated. 64 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 66 events were reported for this quarter. Product return status: 37 devices were received. 4 devices were not available for evaluation. 25 device investigation types have not yet been determined. Additional information: 66 devices were not labeled for single-use. 66 devices were not reprocessed or reused.

Event description:
This report summarizes 66 malfunction events in which the device reportedly overheated. 65 events had no patient involvement; no patient impact. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.